Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. Unit was successfully downloaded using carelink. No unexpected delivery anomalies were noted. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. During the download history review on no relevant alarms were noted. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. The unit was tested okay after filling the water reservoir to the designated capacity, and after testing, no error/alarm had occurred. Per visual inspection, no moisture damage or anomalies were noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad. In conclusion, customer concerns are not confirmed. Unable to confirm the customer's alleged concern of unexpected overdelivery due to the unit being tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value at the time of event was 77 mg/dl. The customer was treated with glucagon and carb intake. The event involved product(s) mmt-1884, mmt-441ag, mmt-342g, mmt-7040a. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. The customer also reported possible over delivery anomaly as customer got low blood glucose at sleep. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. The customer will discontinue use of the infusion set. Mmt-441ag was requested and the customer response was that the device will be returned. The customer will discontinue use of the reservoir. Mmt-342g was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a.